Event description:
It was reported that the ilet pump displayed a ¿fill tubing¿ screen and would not allow selection of ¿yes, I see drops¿ after an attempted reset, which occurred when setup was initiated through the change cartridge and tubing path instead of the guided ilet setup workflow. Symptoms included no adverse clinical effects. Outcomes included no alerts or alarms, no hospitalization, and restoration of normal function after guidance. Investigation included remote troubleshooting and education with a restart initiated via the ilet app and re-entry into the standard setup flow through the notification prompt. Investigation of this case revealed user setup sequencing contributed to the screen lock behavior, and the device responded to a restart with successful completion of setup when following the prescribed workflow. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to workflow selection.